Event description:
Per received report: there was a hole in the sheath upon opening it but it did not affect insertion of coil but when they needed to resheath the coil-the coil could not resheath. There was no reported patient death or alleged injury. No additional medical intervention or medication was required. Patient's present condition is listed as "fine". A prowler microcatheter was used. A deltapaq was also used. There is no additional information written regarding those two products. Patient had low vessel tortuosity. Target lesions are unknown and it is unknown whether concomitant medications were used. The product is available for analysis and will be shipped next week. Additional information received indicated that the event occurred during preparation when a hole was discovered in the sheath. There was no stretching or unintended detachment noted. The coil was being resheathed due to incorrect coil size. Sheath didn't split or break and no patient injury reported. Findings on final analysis report revealed that coil stretched within the introducer sheath.

Manufacturer narrative:
It was reported that there was a hole in the sheath noted during preparation prior to use in the patient, but it did not affect insertion of coil. The sheath did not split or break. There was no stretching or unintended detachment at this time. The coil then needed to be resheathed since a different size coil was required; however, it could not be resheathed. There was no patient injury or additional intervention required due to the event. The target site is unknown; it was reported the vessel tortuosity was low. The returned coil was found stretched within the introducer. The coil was returned severely damaged. Except for the first secondary winding off the ball tip, the remainder of the coil was returned stretched. The coil's socket ring was bent back approximately 90 degrees toward the proximal end of the coil. The proximal end of the coil was unraveled out of the soldered section. Located adjacent to the distal tip of the skive, the device positioning unit (dpu) and the coil protruded outside the sheath. No mechanical damage was found to the sheath. The above damage required external force. The evidence suggests that distal interference combined with the coil becoming anchored during retraction most likely contributed to the coils damage. However, the circumstances of how this damage occurred cannot be determined. The most likely root cause to the "hole" and the resheathing difficulty was due to the opened skive found at the protrusion site of the coil. The opened skive allowed the dpu and coil to protrude outside the sheath. In this condition, resheathing the coil cannot be performed. The circumstances of how and where the skive was opened cannot be determined. It was stated that before use a hole was observed on the microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "visually examine the microcoil for any anomalies such as kinks, burrs, stretched coil, striations, or other damages. If any anomalies are noted or if there is difficulty advancing the microcoil from the introducer sheath, the unit may be defective. Repackage the microcoil and return the entire device to micrus endovascular or an authorized representative for replacement." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.